Event description:
It was reported that during testing conducted at the user facility the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of overheating was duplicated by the quality specialist through functional evaluation. The appearance of corrosion was observed in the field and upon disassembly, a lack of lubrication was found to be affecting the bearing in the upper assembly. The presence of corrosion and a lack of lubrication is likely to cause or contribute to the reported event.

Event description:
It was reported that during testing conducted at the user facility the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis in progress.